Manufacturer narrative:
Follow up report 002 ref to natus complaint # (B)(4). The device history record was reviewed, the raw materials used in the manufacturing met specifications and there were no anomalies observed during the manufacturing, packaging, or inspection of the device in process. No associated capas. Complaint history review/trend analysis: (24 months review and percent of sales) 3 previously confirmed "lnteg-tighten/hold/lock" complaints within the past two years. 19,420 nt821731 c units sold within past two years. Failure rate = 0.02% 24-aug-2023: complaint form returned, confirmed part is available to be returned. 16-dec-2023: no product was returned despite multiple requests made. Root cause/failure investigation: the customer did not return the product or provide any further information regarding the incident, after several attempts. Although the customer provided a photo, and it appears there is a leak around the stop cock, confirmation or the root cause could not be determined without the device being evaluated. Unable to determine if the device failed to meet specifications. Failure mode: unconfirmed as no device returned to evaluate.

Event description:
Customer reported that they have another drain leaking from the stopcock. Picture of the product was provided. No patient injury.

Manufacturer narrative:
Follow up report 003 ref to natus complaint (B)(4). Update to section d4 reference to lot#: 118000929418, and expiration date update to section h4 - manufacturing date. Sterile date of affected product: 29-nov-2023.

Event description:
Customer reported that they have another drain leaking from the stopcock. Picture of the product was provided. No patient injury.

Manufacturer narrative:
Follow report 001 ref to natus complaint #(B)(4). (B)(6) 2023: a request has been sent to the customer to confirm if the affected product will be returned.

Event description:
Customer reported that they have another drain leaking from the stopcock. Picture of the product was provided. No patient injury.

Manufacturer narrative:
Initial report ref to natus complaint #(B)(4) per (B)(4) complaint histories are reviewed routinely per quality system requirements and any complaint trends are assessed and documented as part of these reviews. Acceptable risk associated with the complaint as per line 4.33 in doc-035405 risk analysis spreadsheet. No death or serious injury, considered to be customer inconvenience. Risk is considered to be moderate. A risk review is not required as this complaint does not describe a new failure mode or new harm and the existing hazard severity and/or probability of occurrence has not changed. Further investigation to be carried out.

Event description:
Customer reported that they have another drain leaking from the stopcock. Picture of the product was provided. No patient injury.